Event description:
It was reported that after a cartridge change the ilet displayed the cartridge as empty, and the customer announced multiple meals to correct a high; blood glucose was 62 mg/dl at the time of the call and the customer treated with oral glucose. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event involved improper or incorrect procedure or method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.

Manufacturer narrative:
Initial